Manufacturer narrative:
Testing of actual/suspected device : a getinge field service engineer (fse) evaluated the unit for the reported autofill failure alarm, but was unable to reproduce. The fse ran all autofill tests, also ran on a patient simulator for an hour while inducing manual autofill's with no issues. The logs did indicate iab disconnected during the same time frame as the staff reported the issue; a disconnected or loose balloon connection will cause autofill errors. Performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during use on a patient the cardiosave intra-aortic balloon pump (iabp) would not autofill, would not purge, and alarmed as such. The pump was swapped without further issue. No patient harm, serious injury or adverse event was reported.